Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused slowly compared to older devices during therapy (medication, programmed amount and delivery rate unknown) in the oncology care area. For example, before an infusion that took 30 minutes now takes over an hour to infuse. It was also reported there was no patient injury or medical intervention.